Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and failure analysis investigation has been completed. Engineering confirmed the customer reported event as removal of the instrument housing found that the roll bearing exhibited corrosion and as a result the instrument grips did not roll intuitively. Additionally, one grip cable was found to be broken at the pivot tube. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted pulmonary wedge resection procedure, while using the endowrist stapler 45 instrument, the surgeon felt that the instrument didn't articulate correctly and when it was clamped, it drifted. The planned surgical procedure was completed and no patient harm was reported.